Event description:
It was reported a patient underwent an unknown surgery on an unknown date in 2026 and topical skin adhesive was used. Clinician wanted to treat a wound with adhesive. As they squeezed the glass vial as usual, suddenly felt a sting and saw that finger was bleeding. A shard of glass had pierced the packaging. No patient involvement, additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: patient status/ outcome / consequences: no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Please provide the source or name of person providing answers to follow-up questions: h3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. The photo show the with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The photo reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event describe is observed, however no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.